Event description:
Reportedly at the user's activation in (B)(6) 2020 the incision had not completely healed and was oozing slightly. Apart from that the activation went extremely well and the user was prescribed antibiotics. The incision then fully healed and the device worked well for many months. However, the user was then seen again at the beginning of (B)(6) 2021 as the receiver was visible having broken through the skin. The housing of the device had extruded and the conductor link became exposed in the mastoid cavity. The user was wearing a strength #1 magnet with a moleskin. Furthermore, cultures confirmed an mrsa infection. It is thought the infection caused the extrusion. After assessing the situation the device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection leading to extrusion of the implant housing through the skin. Reportedly the recipient suffers from medical conditions, which might have contributed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. In addition the recipient experienced dizziness on the four most basal channels, which is a known side effect of otologic surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly at the user's activation in (B)(6) 2020 the incision had not completely healed and was oozing slightly. The patient was then seen again at the beginning of (B)(6) 2021 as the receiver was visible having broken through the skin. The user will be seen by the surgeon to determine the next steps.